Event description:
It was reported that while prepping a 3.5x38 rx xience xpedition stent delivery system (sds), it was noted that the stent was not on the balloon. The stent was found dislodged on the distal balloon stylet that had been removed during unpacking. The device was not used in the patient. There was no difficulty encountered when removing the xpedition from its dispenser hoop, the protective balloon sheath was not difficult to remove, and the stylet had not been difficult to remove. Another same size xpedition was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Due to the condition of the returned device, the stent dislodgement could not be confirmed; however, follow-up received from the account stated that the site likely put the stent back on the sds to secure it for shipping back to abbott vascular, resulting in the additional damage, although this was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.